Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high shock impedance out of range. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements and noisy signals. No adverse patient effects were reported, and the lead remains in service. Additional information received indicates the physician elected to upgrade the patient to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Besides intervention, no other adverse patient effects were reported. Per the field, product return is not expected.